Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#: p4j1216). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure for gastric cancer, there were firing issues with the manual handle stapler, resulting in extended surgical time by approximately 25 minutes. The procedure involved releasing and dissecting from the duodenum throughout the lesser and greater curvature of the stomach. The reload was armed with the handle, which did not fire, and was subsequently replaced with a another reload, which also failed to fire. A third reload was tried without positive results. Another handle from the same batch was used, but the same firing issues occurred. Finally, another handle from the same batch was requested, and it worked when the loads were fired. The device was replaced twice during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric cancer procedure for gastric cancer, there were firing issues with the manual handle stapler, resulting in extended surgical time by approximately 25 minutes. The procedure involved releasing and dissecting from the duodenum throughout the lesser and greater curvature of the stomach. The reload was armed with the handle, which did not fire, and was subsequently replaced with a another reload, which also failed to fire. A third reload was tried without positive results. Another handle from the same batch was used, but the same firing issues occurred. Finally, another handle from the same batch was requested, and it worked when the loads were fired. The device was replaced twice during the procedure. No patient complications have been reported as a result of this event.